Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the saw blade protector was bent. There was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.